Manufacturer narrative:
The investigation of the returned pod found evidence of an internal fluid leak. Discoloration was seen inside the device and residual fluid and corrosion were found on the surfaces of internal assemblies. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels. A review of lot qualification records revealed three failures identical to the failure mode of the subject pod. Insulet has initiated an internal investigation into this particular failure mode and taken multiple actions to minimize and prevent the recurrence of this failure mode. Risk assessment has also been conducted and ongoing monitoring to assure that this level of failure does not exceed action limits. The current level is less than 4/100,000, and improvement activities are in-progress. Labeling, training, and clinical advice continues to indicate that ongoing bg monitoring is necessary. Although we do not rely on labeling, this is additional mitigation as part of the normal activities of a diabetic.

Event description:
The customer had called to "report a pod that caused her high bg" levels. A review of her bg history revealed that she experienced fluctuating levels over a two-day period, from a low bg of 68mg/dl to high bg's ranging from 254-326mg/dl. No specific device issue was cited. The pod will be returned for evaluation.